Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the ht board was found to be malfunctioning due to an error message in the logs. The ht board was replaced, and the circuit board associated was found to have a faulty component (u3), leading to replacement. The following replacement resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not starting up entirely. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The ht controller board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The eprom for the ht controller board of the imaging system was returned to the manufacturer for evaluation. When installed in a known operational ht board, the imaging system would not ready the generator at start up.